Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no blood return from the port. An x-ray was performed and a break was found. The catheter was removed and the port was replaced. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One MRI low profile port was returned for evaluation. The device was returned disassembled without a catheter or catheter lock. The port body was patent to infusion and aspiration with no leaks observed. No anomalies were noted, though residue and scoring were noted near the suture holes, likely related to use. Although the port body functioned properly under laboratory conditions, the investigation is inconclusive for the reported break as the catheter was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that there was no blood return from the port. An x-ray was performed and a break was found. The catheter was removed and the port was replaced. There was no reported patient injury.